Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on another dimension exl with lm instrument and resulted higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer had replaced the integrated multisensor technology (imt) sensor due to out of range quality controls (qc) prior to calling the tsc. The diluent check would not pass after replacing the sensor. Tsc instructed the customer to adjust the imt pumping rate. Precision and qc were run and diluent check was repeated, and the instrument was performing within specification. It was also discovered that the customer uses stat spins to centrifuge samples, which is not recommended by the tube manufacturer. The cause of the discordant, falsely low sodium result is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.